Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of endophthalmitis therefore, the condition of the product could not be verified. No lot number was identified with this complaint therefore, a device history record review could not be conducted. Because a sample was not received and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All reusable handpieces and irrigation/aspiration tips are 100% visually inspected and functionally tested prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Event description:
A physician reported that after a cataract surgery, the patient developed endophthalmitis. Procedure detail information is unknown. The surgeon suspected the handpieces as the cause of the event, as there was no issue after replacing the handpieces. No intervention was required. The patient condition is stable.